Manufacturer narrative:
.

Event description:
The reporter stated that, the surgeon was inserting a toric single piece silicone lens model aa4203tf and the lens tore. The surgeon enlarged the incision and removed the lens and replaced it with another lens and a suture was used to close the incision. It was reported that the lens tore due to being loaded incorrectly.